Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system presented to the hospital after experiencing shock episode. The health care professional (hcp) interrogated the device and contacted technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed that the patient appeared to be an irregular rhythm that may be atrial driven with possible rapid ventricular response (rvr). The device had delivered 12 bursts of anti-tachycardia pacing (atp) and 10 shocks. The device failed to convert the arrhythmia and therapy was exhausted. The therapy was determined to have been inappropriate. Ts discussed programming optimization options. At this time, the ICD remains in service. No additional adverse patient effects were reported.